Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report: the pt's attorney has alleged a deficiency against the device. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4).